Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion quattro extraction balloon with a cook tracer hybrid wire guide. When the balloon was advanced out of the endoscope the balloon catheter stripped the wire guide coating. See MDR 1037905-2015-00346. The physician used a loop tip wire guide to complete the procedure. No harm to the patient. No additional procedures or intervention was required due to this occurrence. The device was received for investigation on 07/29/15. The intraductal exchange port was found to be damaged.

Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Concomitant product: cook tracer hybrid wire guide (hyb-48015). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination found the intraductal exchange (ide) port was damaged. The stylet could be removed and reinserted. The distal end of the ide port is stretched out approximately 1 mm. There does not appear to be any damage to the adhesive at the balloon joints. The balloon was able to be inflated and maintain inflation for 30 seconds. The overall device length was 202.6 cm from the hub which is within the specification. A dimensional analysis of the ide port confirmed elongation damage. The ide port appeared to be stretched toward the distal end. The ide port dimensions are 7 mm, and located 8.6 cm from the distal end. A functional verification was performed using the device to simulate an exchange via the ide port. The balloon was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). Using a .035" tracer hybrid wire guide, a wire guide exchange was simulated. During the exchange the wire guide remained in the simulated biliary duct and access was maintained. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible cause of the damage exhibited at the ide port suggests excessive force was applied which could contribute to difficulties during an exchange. The instructions for use direct the user to advance the deflated balloon in short increments through the accessory channel until it is visualized exiting the endoscope. This activity will aid in device preservation. If the elevator of the endoscope is placed in the closed position with the extraction balloon catheter inside the accessory channel, this can contribute to damage to the catheter. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.